Manufacturer narrative:
The micor extractor was returned to the manufacturer for evaluation and subjected to microscopic visual inspection, dimensional inspection, and functional testing. There was no evidence of a device malfunction. The device met specifications and functioned as intended. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Surgical video was provided to the company for review. Video footage reviewed by company personnel (medical and engineering) did not reveal any evidence of a device malfunction. The events described were confirmed. Based on video review and follow-up information, the cause of the event remains unknown. The preliminary video analysis suggests the event may be related to suction from the micor device causing the lens fragment to quickly rotate posteriorly and damage the posterior capsule. Although a definitive reason for the tear has not been established, the event was likely caused by the inherent surgical risks of endocapsular lens fragmentation. The micor drive and miloop devices used during the procedure are not suspected as causing or contributing to the event. The device labeling identifies capsular rupture as a safety risk. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6)-year-old patient underwent cataract surgery on (B)(6) 2021 where the miloop and micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery and an anterior vitrectomy was performed. The tear occurred while using the micor extractor and prior to implantation of an intraocular lens (iol). The surgeon described the event as an unexplained bag tear. Additional information has been requested from the surgeon.

Manufacturer narrative:
Manufacturer's reference#: (B)(4).